Event description:
Olympus medical systems corp. (Omsc) was informed by the user that during the preparation for use, the entire monitor screen was black, the endoscopic image was displayed and disappeared. The occurrence date of event is unknown. There was no report of patient injury associated with the event.

Manufacturer narrative:
The subject device was returned to olympus service operation repair center (sorc) for evaluation. Sorc checked the subject device, but couldn¿t duplicate the reported phenomenon. However sorc found that the cable had been twisted. Omsc checked the device history record of the subject device, there was no irregularity found. Based on the information provided by sorc, omsc surmised that the reported phenomenon was due to the partial cable break. The exact cause of the reported event could not be conclusively determined. If additional information becomes available, this report will be supplemented.